Event description:
Report rec'd from (B)(6) stating that the locking sleeve does not slide smoothly. It is known that the event did not occur during surgery. However, it is unk if there was pt or user injury, or medical intervention reported related to this occurrence. No add'l info is available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).